Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon ¿no gas insufflation¿ in question could not be determined from the investigation results. Additionally, the cause of the phenomenon "flow display was wrong" is likely that the flow display was wrong due to the faulty manifold unit. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the flow display was wrong due to defective manifold unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the asset high flow insufflation unit had abnormal flow. There was no procedure involved. There were no reports of patient harm.